Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. This relates to the left side.

Event description:
Patient reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 16, 2023 with lot number 2348110. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: crease is observed. Red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. Device has been explanted.